Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. Additional observation(s) not reported by site: visual inspection revealed localized charring and melting along the yaw pulley grip cable path. The location and confined nature of the damage was not consistent with an internal heat generation mechanism. The damage pattern suggested exposure to an external heat source. Further inspection showed that the adjacent yaw pulley components also exhibited signs of melting and thermal deformation, supporting the conclusion of localized external heat exposure. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of the bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the customer provided image is consistent with the reported event of a broken cable at the distal end. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.